Manufacturer narrative:
This report is submitted on july 18, 2017.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2017 due to an infection. It is unknown if there are plans to re-implant the patient as of the date of this report, july 18, 2017.